Event description:
Patient reported receiving a blood glucose level of 26 mmol/l on (B)(6) 2014, at 7 am and took correction via injection; no success as blood glucose level remained 24-26 mmol/l. Patient stated he set the temporary basal rate to > 250%; no success. Patient reported he felt sick, nauseous, and vomiting. Patient stated at 9:45 pm he called the emergency doctor; ambulance drove him to the hospital where his blood glucose level was 400-500 mg/dl; correction was given via injection. No further information given. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).